Manufacturer narrative:
H6 device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) tore during loading, reportedly, "small bite at mid of it's edge." The lens also became stuck in cartridge or injection system. The cartridge was changed. The lens was still implanted. The patient later experienced significant reduction of iridocorneal angles, pupil block with elevated iop, pigment dispersion, unreactive (fixed) pupil, blurred vision, and iris atrophy. Anterior chamber irrigation/evacuation of visco/fluids, surgical addition of new pi, and lens repositioning were performed which resolved this issue. Later the patient experienced asc lens opacity and refractive change overtime. The reporter reported this to be a product issue stating, "mid dilated pupil, cataract, and myopia. Icl is in direct contact to crystalline lens without any gap in-between resulting in anterior capsular opacities." Cause of the event was reported as the device. Reportedly, "lack of central pore, ovd entrapment & iop rise, iris atrophy & fixed dilated pupil. Afterwards, glaucomflecken like capsular opacities, resultant index myopia." Additionally, "pupil is mid-dilated segmentally reactive with areas of iris atrophy, and the lens shows anterior capsular dust like opacity with myopia.".

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
A2: dob in initial MDR not valid. Incorrect date was provided. Claim# (B)(4).